Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6)2012. Patient's legal counsel further reported patient allegations of pain and personal injury. Subsequently, patient underwent a revision procedure on (B)(6) 2012. A review of the invoice history confirmed the surgery dates and indicates that the modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay correct procedure dates.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2012. Patient's legal counsel further reported patient allegations of pain and personal injury. Subsequently, patient underwent a revision procedure on (B)(6) 2012. A review of the invoice history confirmed the surgery dates and indicates that the modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.